Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h2 (additional information): block b5, and block h11 have been updated based on the additional information received on february 24, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2025. During the procedure, after deploying the three bands, another varix was suctioned; however, the bands did not deploy. It was found that the wire broke off of the ligator cap. They stopped using the bander after the fourth band and stopped the case. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on february 24, 2025: it was the suture that broke off the ligator cap, and the not the trip wire. The physician cancelled the procedure after the band was unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2025. During the procedure, after deploying the three bands, another varix was suctioned; however, the bands did not deploy. It was found that the wire broke off of the ligator cap. They stopped using the bander after the fourht band and stopped the case. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with three bands attached to it and the handle has evidence that the trip wire was secured. The entire length of the trip wire as well as the suture was inspected, and no damage was found. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed, however the reported event of suture break was unable to be confirmed. Upon analysis, it was seen that the ligator housing returned with three bands attached to it, and the handle had evidence that the trip wire was secured. The entire length of the trip wire as well as the suture was inspected and no problems were noted. It is possible that the positioning of the device or the tortuosity during the procedure affected the functionality of the handle, when attempting to deploy the bands. Additionally, it is possible that the technique used to grab the varix by the ligating unit could have caused the suture to be misplaced by the movement of the procedure, causing the bands to fail to deploy. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2025. During the procedure, after deploying the three bands, another varix was suctioned; however, the bands did not deploy. It was found that the wire broke off of the ligator cap. They stopped using the bander after the fourth band and stopped the case. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on february 24, 2025: it was the suture that broke off the ligator cap, and the not the trip wire. The physician cancelled the procedure after the band was unable to deploy.